Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that the cause for the high shock impedances was not conclusively identified. The representative thought it might be related to calcium deposits, but this was not confirmed. The decision was made to explant and replace this implantable cardioverter defibrillator (ICD) along with the associated right ventricular (rv) lead. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system displayed high out of range shocking impedances of greater than 125 ohms over the last several months. The patient presented to the clinic for right ventricular (rv) lead testing. Upon interrogation, an unrelated error code was noted on the device, so the high voltage (hv) testing was not performed. It was noted the physician would perform hv testing on the rv lead when the device is changed out. The cause for the high out of range shock impedances remains unknown. At this time, this ICD remains in service and there were no adverse patient effects reported.